Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome did not move smoothly over skin. The area was prepped correctly, skin was positioned correctly. Doctor began moving the dermatome over the skin and it began missing and jumping causing the blade to chop at the skin in an irregular pattern. Doctor tried another area and the same thing happened. No additional consequences have been reported as a result of this malfunction.